Manufacturer narrative:
The sample was not received for eval. A review of the device history records could not be performed as a lot number for this incident was not provided. If the sample becomes available, a supplemental report will be submitted after the completion of the investigation. (B)(4).

Event description:
The pt went into theatre. The anaesthetist placed the cannula in situ. No problems were observed. The pt came out of theatre and into recovery. When the cannula was removed, 20-30mm was left in the pt's artery. A scan was taken to check the position of the cannula. The pt was taken back into theatre and the rest of the cannula was removed.